Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels had been as high as 424mg/dl. The customer states they noticed the cannula was not inserted and the insulin was leaking into her shirt. The customer states they changed their infusion set and were back down to 187mg/dl. The customer declined to troubleshoot the device at this time.